Manufacturer narrative:
B5 narrative info. H1 - type of reportable event; death. H6: health effect - clinical code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6)2024 that the patient passed away due to ventricular tachycardia. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed and provided. The pump was not explanted.

Event description:
It was reported that log files were submitted for review. The event log file appeared to contain routine data until the backup battery (bb) was removed on (B)(6) 2024 at 3:47pm. Following this event the system controller appeared to reset without a pump connected causing various alarms associated with a driveline disconnect. The controller clock appeared to have been synched on (B)(6) 2024 at 4:14pm just prior to the data download.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported expiration due to ventricular tachycardia could not be conclusively determined through this investigation. Additionally, pump stops can be confirmed based on the review of the submitted log files. A review of the submitted log file contained data spanning approximately 26 days. On (B)(6) 2024 at 15:47:54, a backup battery not installed alarm activates and remains active until 15:48:02. The next entry in the log file contains a controller reset which resets the clock to (B)(6) 2000, 00:00:00. A controller clock corrupt alarm activates alongside driveline disconnect and associated alarms. The clock was reset to (B)(6) 2024 16:14:48 clearing the controller clock corrupt alarm at this time and the driveline disconnect and associated alarms clear on (B)(6) 2024 at 16:15:13. The last line of data recorded prior to the second clock reset was timestamped (B)(6) 2000 00:01:59. The pump was able to maintain speeds above the low-speed limit when the driveline was connected. Pump operation was not affected when the driveline was connected. The customer did not provide information on whether the outcome was device- or therapy-related. It was unknown if an autopsy was performed. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (doc # (B)(4)) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.